Event description:
It was reported that the patient experienced fluid loss at the reservoir tube joint with an inflatable penile prosthesis (ipp). The ipp reservoir, cylinder, and pump was explanted and a new ipp reservoir, cylinder, and pump was implanted. Additional information was reported that the fluid loss due to a hole and that the cylinders would not inflate.

Manufacturer narrative:
Reservoir analysis: product analysis confirmed the reported fluid loss allegation based on the identification of a fluid leak at the reservoir shell adapter junction due to fatigue. The investigation conclusion code of cause traced to component failure was chosen because a device malfunction was identified during product analysis that could be traced to a component failure. Based on the results of this investigation no escalation is required. Cylinder/pump pre-connect: product analysis found a leak in one of the cylinders; however, based on the determination that this was the result of sharp instrument damage consistent with explant it is not considered the probable cause of the complaint. Product analysis therefore did not confirm a cylinder nor pump malfunction related to the reported events. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation of the cylinder and pump components. Based on the results of this investigation, no escalation is required. Additional product component: model number/catalog number: 72404282; serial number: null and null; batch/lot number: 110641002; model/catalog description: cx preconnect ms 18cm ps.

Manufacturer narrative:
Additional product component: model number / catalog number 72404282, serial number: null and null, batch / lot number: 110641002, model / catalog description: cx preconnect ms 18cm ps.

Event description:
It was reported that the patient experienced fluid loss at the reservoir tube joint with an inflatable penile prosthesis (ipp). The ipp reservoir, cylinder, and pump was explanted and a new ipp reservoir, cylinder, and pump was implanted. Additional information was reported that the fluid loss due to a hole and that the cylinders would not inflate.